Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, an 840 ventilator generated a battery inoperative message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.